Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
In a literature article, the authors compared two iol groups with the optimized manufacturing process. One group contained 89 cases 120 eyes, the second group contained 84 cases 120 eyes. The study results: an increase in surface scattering for the first three years post-operatively was larger for one group of the two groups, but the corrected visual acuity showed stability with no significant difference among two groups.